Event description:
The account alleged a pt cut their leg on the siderail latch cover.

Manufacturer narrative:
The technician investigated and found the latch cover was missing on the siderail release arm and found under the bed on the floor. Account would not release any pt info. The account has ordered a replacement latch cover to repair the bed.